Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A account manager reported that during an intraocular lens (iol) implant procedure, the capsular bag was found to be broken at the time of implantation. Lens was explanted in initial procedure the patient was left aphakic and was referred to a retina specialist for further evaluation. Additional information was received stating upon insertion of the lens with the company injector the lead haptic made an extra rotation and caught the edge of the capsule. The bag was intact, but about 180 of the lateral zonules dehisced. Physician divided the iol into two pieces with an mst scissors and explanted it, then performed a vitrectomy and put a suture across the main wound. Physician sent the patient next day to a retina specialist for further evaluation and lens replacement.